Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the spo2 alarm is showing 100% due to a faulty spo2 cable. The device was not in use on a patient.

Manufacturer narrative:
The field service engineer reported that the faulty cable was discarded. As a result, it could not be evaluated.